Event description:
Two years and nine months after heartware lvad implantations, the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. There were no injures associated with this event.

Manufacturer narrative:
The device was returned to heartware for testing and analysis. A review of the device history records confirms that the devices met all specification for release. The returned battery failed functional testing. During testing, the battery ((B)(4)) exhibited early depletion of a cell pair within the battery which caused the voltage to drop below the minimum voltage specification of 2.8 volts. In summary, the reported event could not be confirmed or duplicated during functional testing. The battery failed functional testing due early depletion of an internal cell. When connected to the hvad system controller, this may result in an open circuit condition on the power port that would trigger the controller to switch to the other power port; however, this could not be replicated during testing. The root cause of the early depletion of the battery cell pair cannot be determined. An internal investigation (CAPA) has been initiated to investigate this issue. No additional information will be forthcoming.